Event description:
A customer reported a footswitch did not work before a procedure. The footswitch was exchanged and the second footswitch was not recognized. There was no patient involvement. A third footswitch was used to perform the cases for the day. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on december 11, 2007. The associated system was manufactured on april 7, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).